Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. Customer loaded a new cartridge to address bg and resolve the issue. Reportedly, customer continued using pump for insulin therapy.